Event description:
Nurse reported to territory manager as follows: male patient dob (B)(6) 1924 admitted on (B)(6) 2011 for respiratory failure and tracheostomy. Fms insertion date unknown. On (B)(6) 2011 fms was removed. Prior to removal 75cc removed from balloon. After removal, it is reported that the balloon contained an unknown amount of fluid which appeared full. Skin showed signs of breakdown at base of scrotum and rectum measuring 4 cm x 2.5cm x 0.5cm; with no evidence of bleeding. Lastly, it is reported that yellow dry slough and necrotic tissue was evident as the site and patient's current status is stable.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It is reported that no follow-up internal exam was performed and the fms was discontinued. It is also reported that skin breakdown was treated with xenaderm and low air loss mattress. A quality evaluation was performed on 12/07/2011 based on the following requirements: the lot number could not be obtained. A review of the batch record and retain evaluation cold not be performed without a lot number. A review of complaint trend for previous 12 months was performed and there are total of 3 complaints of this type for this icc code. There is no indication of complaint trend based on this review. No nonconformance capas relating to the primary reason for contact for this icc were found in the nonconformance reporting system for the previous 12 months of case creation. In conclusion, based on the investigation conducted, this complaint is not confirmed. No additional patient/event details have been provided to date. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Reported to FDA on march 13, 2014. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.